Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) from (B)(6) called to report irritation, itching, redness and discomfort in both eyes while wearing the acuvue oasys for astigmatism brand contact lenses. Pt reported he/she was diagnosed with conjunctivitis on (B)(6) 2016. Pt reported since the beginning of 2016 he/she experienced ou irritation and discomfort. Pt reported he/she was diagnosed by an eye care provider (ecp) with conjunctivitis on three occasions since (B)(6) 2016. The conjunctivitis events are documented in separate reports. The pt reported the event at the beginning of 2016 was bacterial conjunctivitis. The pt reported he/she did not wear lenses for two months and used eye drops for fourteen days. The pt reported he/she does not like to wear glasses and was told by the ecp to discontinue lens wear. Pt reported both eye have become more intolerant to the lenses with time, so pt plans to have corrective surgery. Pt reported a one month wear schedule and does not sleep in the lenses. Pt uses renu solution to clean and disinfect the lenses. A call was placed to the pts treating ecp and a representative reported on (B)(6) 2016 the pt was diagnosed with conjunctivitis, nothing noted in the chart states the pt had a bacterial infection. The representative also reported the pt had a routine eye exam on (B)(6) 2017. No additional dates of visit could be verified. We were unable to speak directly with the treating ecp. On 10oct2017 an additional call was placed to the pt, but no additional information was received. On 16oct2017 a call was placed to the pt to see if he/she had been to a different ecp and received the bacterial conjunctivitis diagnosis at a different ecp office. Pt confirmed he/she was only seen at the ecps office he/she gave the contact information. Pt reported that he/she will send the treatment information by the end of the day via email. On 19oct2017 an email was received from the pt and additional information was received: the pt reported he/she was only seen by the ecp reported. The ecp prescribed eye drops but the pt could not recall the name of the eye drops. This event for the pts left eye is being filed as a worst-case event as the diagnosis of bacterial conjunctivitis was unable to be verified with the pts treating ecp. The event for the pts right eye will be reported in a separate report. The lot number and the suspect product were discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.